Event description:
We were notified that this rv lead was reprogrammed in (B)(6) of 2014 due to a product performance issue. The device was programmed to aair at that time. This is all of the information that was provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.